Event description:
It was reported that cadd solis vip pump alarms cassette not attached, during testing. No patient involvement reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced dso (downstream occlusion) sensor as preventive measure. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously.